Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for dystonia and movement disorders reported via a manufacturer representative (rep) that their device was explanted due to extreme difficulty recharging and getting coupling. It was noted the patient¿s ins was replaced with a non-rechargeable device. The issue was resolved at the time of this report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis ins sn (B)(4) : the ins analysis found that the ins was functionally okay, and there were only insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.